Event description:
It was reported that during preparation for the procedure, the fiber was inspected and connected to the console system. After the triggering the fiber once, there was a loud bang and a break was observed in the middle of the fiber. Sparks were observed from the location of the break and there was a burn mark in the table cover. There was no manual pressure from the operating room (or) staff at that point. The surgical staff then replaced the fiber as well as the debris shield inside the console system. The procedure was then completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis identified a break in the fiber close to the connector. The two fiber pieces were being held together by the fiber jacket. It is probable that the fiber fracture occurred during procedural handling of the fiber during setup, use, or reprocessing as the fiber was re-sterilized three times prior to this event. The instructions for use (IFU) state to inspect the fiber for kinks, punctures, or other damage. If the fiber appears damaged, do not use the device. Based on analysis results, the interaction between the user and device caused or contributed to the identified fiber break.

Event description:
It was reported that during preparation for the procedure, the fiber was inspected and connected to the console system. After the triggering the fiber once, there was a loud bang and a break was observed in the middle of the fiber. Sparks were observed from the location of the break and there was a burn mark in the table cover. There was no manual pressure from the operating room (or) staff at that point. The fiber break occurred before the surgery to treat the patient's bph. The fiber had been re-sterilized three times prior to this procedure. The surgical staff then replaced the fiber as well as the debris shield inside the console system. The procedure was then completed using the second fiber. There were no patient complications.

Event description:
It was reported that during preparation for the procedure, the fiber was inspected and connected to the console system. After the triggering the fiber once, there was a loud bang and a break was observed in the middle of the fiber. Sparks were observed from the location of the break and there was a burn mark in the table cover. There was no manual pressure from the operating room (or) staff at that point. The fiber break occurred before the surgery to treat the patient's bph. The fiber had been re-sterilized three times prior to this procedure. The surgical staff then replaced the fiber as well as the debris shield inside the console system. The procedure was then completed using the second fiber. There were no patient complications.

Event description:
It was reported that during preparation for the procedure, the fiber was inspected and connected to the console system. After the triggering the fiber once, there was a loud bang and a break was observed in the middle of the fiber. Sparks were observed from the location of the break and there was a burn mark in the table cover. There was no manual pressure from the operating room (or) staff at that point. The fiber break occurred before the surgery to treat the patient's bph. The fiber had been re-sterilized three times prior to this procedure. The surgical staff then replaced the fiber as well as the debris shield inside the console system. The procedure was then completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis identified a break in the fiber close to the connector. The two fiber pieces were being held together by the fiber jacket. It is probable that the fiber fracture occurred during procedural handling of the fiber during setup, use, or reprocessing as the fiber was re-sterilized three times prior to this event. The instructions for use (IFU) state to inspect the fiber for kinks, punctures, or other damage. If the fiber appears damaged, do not use the device. Based on analysis results, the interaction between the user and device caused or contributed to the identified fiber break.